Manufacturer narrative:
Additional information: section a2 age / date of birth: 79 years old; (B)(6) 1944. Section a3a sex: female. Section a4 weight: 167 pounds. Section a5 ethnicity: not hispanic/latino. Section a6 race: white. On apr 26, 2024 the doctor reported that the date of event occurred on mar 7, 2024 on patient's right eye. On (B)(6) 2024 patient was seen with a -1.25 + 2.00 at 003 and patient was 20/25. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as system is not an implantable device. Section d6b: if explanted, give date: not applicable, as system is not an implantable device. Section h3-other (81): a review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6 health effect clinical code 4581 - retained (dropped) lens (nucleus) fragments. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Doctor reported on (B)(6) that a couple of week before he was performing a procedure using the catalys system with a planned intraocular lens (iol) and just as he started the phaco, the whole posterior capsule gave way trap-door still and the whole nucleus went south. An anterior vitrectomy was performed and a 3-piece sulcus iol was placed. It was also reported that the patient had a pars plana vitrectomy (ppv) on (B)(6) 2024. No additional information was provided.